Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was removed, and another 2.25mm x 8mm emerge balloon catheter was advanced; however, during the procedure at below rated burst pressure, the balloon also ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and patient condition was good post-procedure.